Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 pegasus yel 24ga x 0.75in qsyte-cap y experienced leakage from tubing during use. The following was reported by the initial reporter: "the extension tube was found leakage".

Event description:
It was reported that 4 pegasus yel 24ga x 0.75in qsyte-cap y experienced leakage from tubing during use. The following was reported by the initial reporter: "the extention tube was found leakage".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-20. H6: investigation summary: a device history review was conducted for lot number 0055001. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the visual analysis of the broken tubing present on the device returned to our facility, and a subsequent review of our manufacturing practices, our quality engineers have determined that the root cause for this event is related to the automated packaging process. Due to variations in the grip strength of the machinery responsible for the placement of the pegasus unit into the individual packaging, it is possible for the tubing to be pulled free from its adhesive bonds. After the detection of this issue our facility has reverted to manual packaging of the devices until the system can be optimized. H3 other text : see h10.